Manufacturer narrative:
(B)(4) catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model and lot # which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Patient in (B)(6) had a percutaneous endoscopic gastrostro jejunostomy (peg/j) tube placed in (B)(6) 2016. The patient developed infection at the stoma site leading to peritonitis. The intestinal tube was removed and peg tube remained in place. The hospitalization was prolonged due to the event. The patient remains hospitalized and the events reportedly regressed.

Manufacturer narrative:
(B)(4).